Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were not formed on vessel properly. The clips were not able to ligate vessel and just dropped. There was no pt consequence.